Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system had suboptimal sensing under secondary vector configuration during induction testing. The induction was canceled after 25 seconds of untreated ventricular fibrillation (vf) and an external shock was delivered. Subsequently, the induction was performed again under primary vector, and the vf was successfully converted. However, primary vector showed poor morphology. Technical services (ts) recommended to retry the induction in secondary as primary has an increased risk of causing future inappropriate shocks. The vector was left in primary, and the implant was completed. Ts made a new assessment of the case and noticed the observed undersensing was functional due to low amplitude morphologies, and recommended reprogramming options. This s-ICD remains in service and no additional adverse patient effects were reported.